Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had a potential fracture and damage from another procedure. The lead was explanted and replaced. The procedure notes recieved indicate that "there was a gross insulation breach." No patient complications have been reported as a result of this event.